Event description:
Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on 2021-dec-09. It was reported that the hcp decided to replace the pump on 2021-dec-08 without any assistance from the rep because of the motor stall that would not solve. The rep did not know if the doctor wanted to ship the pump for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen (2000 mcg/ml at 640 mcg/day) via an implantable pump for unknown indications for use. It was reported that the date of pump implant was unknown. The patient came to the hospital on (B)(6) 2021 reporting that he heard the pump alarm sound and that he felt some drug withdrawal symptoms. The physician read the pump with the programmer tablet, and the error 'pump blocked, error 100' appeared regarding a motor stall, so he read annotation also (confirmed locked rotor + critical alarm). The physician then decided to upgrade the pump and send the patient home with oral drug therapy. They were to arrange a follow up visit shortly. The issue was not resolved as of (B)(6) 2021. The status of the pump was implanted and out of service. The pump was to be replaced in the future. It was further noted however that no surgical intervention occurred or was planned. Environmental/external/patient factors that may have led or contributed to the issue were unknown. The patient's medical history, age, and weight at the time of the event was unknown or would not be made available.